Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported event was verified, as error code 10001 was displayed upon power up. Further investigation of the pump determined that a faulty microprocessor board was the cause of the issue. The microprocessor board will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-prizm® vip ambulatory infusion pump displayed error code 10001. The reported event was found during testing, there was no patient involvement.